Manufacturer narrative:
Concomitant medical products: product ID 3889, lot# unknown, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient for urge incontinence. It was reported that the patient experience pain all day on (B)(6) 2017 while laying down and sitting. They had to lay a certain way to alleviate the pain. After they woke up on the day of the report, they took some pain killers and antibiotics, which seemed to lessen the pain. They also indicated that they felt as though the leads may have shifted slightly. They were able to adjust their program and stimulation to a comfortable level, noting they went from program 3 to program 1 and the stimulation as up to 3.0. On (B)(6) 2017, they reported that they had pain in their abdomen. There were no further complications reported or anticipated.